Manufacturer narrative:
Follow-up #1: date of submission 01/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: the download and black box history shows the pump was running on incorrect year of 2017 until a manual date change was made on (B)(6) from 2017 to 2016 at 16:50. Due to the manual date change the bolus history recorded a 1.80u bolus on (B)(6) 2017 at 16:14 followed by a 0.00u bolus on (B)(6) 2016 at 17:06. The black box shows the pump was manually suspended on (B)(6) 2017 at 20:51 and manually resumed at (B)(6) 2017 at 07:02.. The delivered boluses on each day match correctly the tdd bolus history. Manually performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that stated that the patient had a blood glucose (bg) of 18.8mmol/l with vomiting, abdominal pain, and large ketones. The patient was taken to the hospital and treated with insulin via pump and IV fluids. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match, variation due to known cause of the prime menu being accessed. Troubleshooting also indicated that the bolus totals do not match with a greater than 5% difference. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.